Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 02-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding leading to anemia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("heavy bleeding leading to anemia"), metal poisoning ("heavy metal poisoning"), headache ("headaches"), deafness ("deafness"), asthenia ("asthenia"), myalgia ("muscle pain") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, iron deficiency anaemia, metal poisoning, headache, deafness, asthenia, myalgia and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, asthenia, deafness, genital haemorrhage, headache, iron deficiency anaemia, metal poisoning and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding leading to anemia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("heavy bleeding leading to anemia"), metal poisoning ("heavy metal poisoning"), headache ("headaches"), deafness ("deafness"), asthenia ("asthenia"), myalgia ("muscle pain") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, iron deficiency anaemia, metal poisoning, headache, deafness, asthenia, myalgia and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, asthenia, deafness, genital haemorrhage, headache, iron deficiency anaemia, metal poisoning and myalgia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.